Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 302 mg/dl, 312 mg/dl, 290 mg/dl, 132 mg/dl and 141 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated she had eaten a banana just prior to the readings. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.